Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - (B)(6). Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device there was a problem with advancing the angio-seal dilator (arteriotomy locator) into the vessel over the wire, after multiple attempts. Hemostasis was achieved with manual compression. The patient was reported to be in stable condition. Additional information was received on 5/31/18. The patient was being treated for repeat coiling of recurrent acom aneurysm. Patient also had multiple nimodipine infusions for vasospasm. The sheath sized used was an 6fr. There were no issues with ultrasound guided access, vascular sheath or catheter insertion. There was only a single puncture. It was reported that the "dilator" is the arteriotomy locator combined together with the insertion sheath. (It was ensured that the two devices clicked together). The 6f vascular sheath was removed over a sheath wire and exchanged for the arteriotomy locator/insertion sheath. There were no issues advancing over the wire initially. There was however, difficulty pushing the system into the right common femoral artery over the wire after it enters the soft tissue. There were attempts to facilitate the passage through into the vessel by dilating the track did not help. Closer with an exoseal 6f system performed in the end without issue.